Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. This event effected 46 bottles. Confirmatory testing was performed using sub-culturing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: all the flagged-positive vials were subculture (incubate for 48 hours) to confirm and the results form subculture plates were no growth. When customer do blood culture testing in bactec instrument, appear false positive in some vials on same a lot.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. This event effected 46 bottles. Confirmatory testing was performed using sub-culturing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: all the flagged-positive vials were subculture (incubate for 48hours) to confirm and the results form subculture plates were no growth. When customer do blood culture testing in bactec instrument, appear false positive in some vials on same a lot.